Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the atrial lead appeared twisted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead with the stylet inserted was returned in one piece. Visual inspection found the lead body was twisted and x-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. The cause of the reported event is due to the overtorqued inner coil consistent with procedural damage. The reported event of twisted lead was confirmed.